Event description:
While inflating the cypher sirolimus-eluting coronary stent, it was noticed once the balloon pressure increased to 4 atm that the distal edge of the stent was not inflating compared to the proximal edge of the stent. The pressure of the inflation device ceased at 4atm and pressure started to decrease; therefore, the physician suspected a balloon rupture has occurred. To deploy the stent, post dilation was conducted with a hiryu (3.0/10mm) balloon and post dilatation was conducted again with a hiyru (3.5/10mm) balloon. The procedure was successfully completed with no injury to the patient. A stenting procedure to the aha 5 lesion was being performed. The lesion was de novo, slightly calcified and slightly tortuous. There was 75% stenosis. The lesion was approached transradial and pre-dilatation was conducted with a hiryu balloon (3.0/10mm). The inflation pressure and the inflation time are unknown for the predilation. There were no indication that problems were encountered during prep or advancing the product to the target lesion. It is unknown if any problems were encountered withdrawing the product from the patient. There were no other noted problems. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
The product is available for analysis; however, analysis has not begun. Additional information will be provided within 30 days of receipt.